Event description:
A healthcare worker complained of burning sensation and skin discoloration on the hand upon handling a bi package from a completed cycle. The worker did not receive medical treatment and the symptoms resolved within a few hours.